Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the insertion of the device, the patient was not able to breathe due to a dimensional issue. The healthcare professional stated that the new device's angle had a big difference from the old which was not suitable for some patients because of too high pressure to one side of the trachea. Replaced the device with the old version.